Manufacturer narrative:
The pump has not been requested for return. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient experienced blood glucose (bg) over 500mg/dl with small ketones. The reporter wanted to review the pump as she could find no explanation for the elevated bgs. Customer technical support reviewed the pump with the reporter and found all histories and settings were correct. The patient is reportedly thin. The reporter denied any weight or diet changes. The reporter stated that the elevated bg was treated with a correction injection and the site and set were changed. There were no site or set issues noted. The patient reportedly had a follow-up scheduled with his healthcare provider the following day and was to discuss bg excursions as well as limited site areas due to the patient being thin. Troubleshooting indicated the pump was delivering as programmed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2015 with the following findings:a review of the black box showed data beginning on (B)(4) 2015. The data from the time of the alleged complaint was unavailable for review due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.